Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Manufacturer narrative:
Ae assessor spoke to patient in regards to the hyperglycemia. The patient told the ae assessor that the bg of 230 was "only from" what he ate. He states "the machine (vgo) had nothing to do with the higher sugar, it had to do with what I ate." Patient reports his fasting bg as 70 to 110 and his post meal bg target range is 140 to 150 however his food choices impact his post meal bg. The hyperglycemia is reported as being related to the patient food intake.

Event description:
Patient stated that today he notice that his vgo device fell off. Patient stated that the adhesive pad is not sticking to his skin. Patient stated that he is cleaning the site before applying the vgo device. Patient stated that he experienced the adhesive pad not sticking to his skin and hyperglycemia from the same vgo device.